Event description:
Event description cpi received information that this implantable pulse generator (ipg) was found at elective replacement past (erp) mode during follow-up testing. It was suspected that the device had been subjected to electrocautery.